Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. The balloon body was reviewed and no issues were noted. Stent crimp markings were visible on the balloon wall which is evident that the stent was crimped on the balloon prior to stent detachment. The balloon wings were in their original folded position appearing as if no positive pressure was applied to the balloon. A visual examination of the bumper tip showed signs of slight damage at the distal edge of the tip. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a hypotube kink at 60mm distal from the distal end on the strain relief. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on march 20, 2017. It was reported that crossing difficulties were encountered. The (B)(4) stenosed target lesion was located in the mid left anterior descending (mlad) artery. A 3.00 x 20 synergy¿ stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.